Manufacturer narrative:
Based on additional information received on 20-may-2021 the product involved in this incident was corrected to 3616ff. Model 3616ff is not a device that is sold, distributed or marketed in the united states and does not meet the regulatory reporting requirements. No further reports will be forwarded. D1 brand name ;model number ;catalog number; unique identifier (UDI); type of reportable event

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported leakage (not negligible amount) occurred at the connector to the nasal tube fitting part. For the time being, the connector has been replaced with a jms connector (a type). No patient injury was reported.